Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). Concomitant medical products: guide wire: sion, sion blue, guide catheter: hyperion spb3.5. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It should be noted that the nc trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter.

Event description:
It was reported that during the procedure to treat a heavily calcified, eccentric, de novo, 3.0mm x 25mm-long lesion in the mildly tortuous distal left circumflex (lcx) coronary artery, pre-dilatation was performed using a 1.5mm unspecified balloon catheter. An attempt was made to cross the lesion with a non-abbott intravascular ultrasound (ivus) catheter, but this device would not cross. The protective sheath of a 3.0x15 nc trek rx balloon dilatation catheter (bdc) was removed without issue, and the bdc was soaked in saline and prepped via air aspiration prior to use, while outside of patient anatomy. The 3.0x15 nc trek rx bdc was then advanced over a non-abbott guide wire, into a non-abbott guide catheter, and to the target lesion with resistance felt against the anatomy; the balloon was inflated once to 16 atmospheres (atm). While inflating the nc trek rx a 2nd time, the balloon ruptured at 16 atm, and a loss of gauge pressure was noted. The nc trek rx bdc with withdrawn from the anatomy without resistance. A same sized non-abbott bdc performed dilatation without issue and the procedure was successfully completed upon implantation of a 2.75x28 xience alpine stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.